Event description:
It was reported that following the implant of a transcatheter valve, complete heart block (chb) was observed. Additionally, an escape rhythm was not reached and cardiopulmonary arrest (cpa) occurred. Subsequently, resuscitation was performed, however, the patient's level of consciousness did not improve. The patient was given a 4 milligram (mg) transdermal beta blocker patch and there was no recurrence of chb. Approximately 2 months following the implant of the transcatheter valve, the patient's blood pressure decreased during dialysis. The patient was administered albumin and red blood cells (rbc) while dialysis was being performed for 6 hours, but it became more difficult. It was determined that dialysis would not be performed any further and would therefore be discontinued. Approximately 3 months following the implant of the valve, the patient's blood pressure decreased and the patient died. The cause of death was renal related. Per the physician, there was no causal relationship between the death and valve or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.